Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged guidewire was confirmed; however, the root cause was not identified. The product returned for evaluation was four photographs depicting a guidewire. Biological residues were observed adhered to the guidewire. Complete breaks were observed in the core and coil wires. A bend was observed in the core wire near the break site. The coil wire was elongated. Three of the photographs depicted the broken guidewire alongside an unbroken device. While wire damage was confirmed during inspection of the submitted photographs, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include tensile (pulling) damage, insertion through a tortuous pathway and guidewire retraction against the introducer needle bevel. A lot history review (lhr) of redp3082 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that a guidewire became stuck in the vein under vicinity of the subclavicle after several times attempt to advance/retract the guidewire repeatedly because the guidewire was migrated into the vein of the neck. When removing the stuck guidewire, the tip of the guidewire was broken and the guidewire segment remained in the patient¿s body. At a later date, the removal procedure of guidewire segment in the patient¿s body was attempted by interventional radiology. However the guidewire segment could not be removed. There was no patient injury reported though the guidewire segment was remain in the patient's body.